Manufacturer narrative:
On (B)(4) 2014, the customer resolved the issue by bleaching the apertures.

Event description:
Customer reported the mcv (mean cell hemaglobin) had shifted lower by 3-4 fl when using the coulter lh 750 hematology analyzer. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.